Event description:
Patient IV started without incident. The 22 gauge IV catheter began leaking fluid from the white catheter right where it connects to the blue tip. IV needed to be taken out and a new IV started.